Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to troubleshoot a ¿heater bag not detected¿ alarm that occurred during setup. While on the phone with ts, the patient mentioned that a fluid leak had occurred at the end of their previous treatment. The fluid leak was reportedly identified when the patient opened the cycler door to remove the cassette. Additional information was obtained during follow up with the patient¿s pd nurse. The pd nurse was not informed that the patient had a fluid leak, however, they knew that the patient¿s cycler was recently replaced. The pd nurse confirmed that the new cycler was received and that the patient¿s treatment settings were successfully transferred to the new machine. The nurse stated the patient had used the replacement cycler multiple times and had not experienced any problems. However, it was reported that the patient was performing manual pd therapy at the time of the call due to bad power outages in the area. The pd nurse confirmed the patient was properly trained to perform manual pd therapy, as well as stat drains if necessary. The patient had recently brought in bags of effluent fluid to their clinic, to have it checked for fibrin; the fluid was reportedly clear. The pd nurse stated the patient was not displaying any signs or symptoms of peritonitis. They confirmed the patient did not experience any adverse effects due to the reported fluid leak. Upon follow up with the patient, it was confirmed that the fluid leak was discovered when the cycler door was opened, to remove the cassette. The patient stated the fluid was leaking out in a ¿pretty good stream¿ from the cassette compartment area. Prior to discovery of the fluid leak, a ¿drain line is blocked¿ message occurred during an unknown phase of the treatment. No damage was identified on the cassette. The patient confirmed they got their power back and were continuing pd therapy on the replacement cycler with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded, and because of this, the patient was unable to provide a lot number for the device.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.